Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 958707, a20053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, pregnancy (two pregnancy) and hernia repair. Concurrent conditions included femoral hernia, bacterial vaginosis, urinary incontinence, breast mass, migraine headache and upper respiratory infection. Concomitant products included oral contraceptive nos for birth control as well as fluoxetine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced urticaria ("hives that occurred only on the front of my body from belly button to mid thighs"), 11 months 23 days after insertion of essure. In july 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("vaginal itching"), vaginal discharge ("vaginal discharge/discharge of bloody mucus between periods"), acne ("acne"), disturbance in attention ("difficulty concentrating and focusing/ trouble focusing or concentration"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pain ("pain: hip pain on left side that at times radiates down into leg"), arthralgia ("pain: hip pain on left side that at times radiates down into leg") and nausea ("nausea, I was horribly nauseous"). The patient was treated with physical therapy (unspecified) and surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, acne, urticaria, disturbance in attention, dyspareunia, fatigue, pain and nausea outcome was unknown and the vulvovaginal pruritus, vaginal discharge, vaginal haemorrhage, menorrhagia and arthralgia was resolving. The reporter considered acne, arthralgia, disturbance in attention, dyspareunia, fatigue, menorrhagia, nausea, pain, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: per mr: pfs: coils being seen on the left. The same procedure was carried out in the exact same fashion on thev right-hand side with 4 coils being seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal discharge and urticaria. Lot number: 958707 manufacture date: 2012/03 expiration date: 2015/03 . Lot number: a20053 manufacture date: 2012/06 expiration date: 30/06/2015. Concerning the injuries reported in this case, the following one were described in patients medical record: nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received : new event added nausea. Historical condition added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. 958707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge, vaginal itching and dyspareunia. Concurrent conditions included femoral hernia, bacterial vaginosis, urinary incontinence, breast mass, migraine headache and upper respiratory infection. Concomitant products included oral contraceptive nos for birth control as well as fluoxetine. In 2012, the patient experienced pain in extremity ("pain: hip pain on left side that at times radiates down into leg") and arthralgia ("pain: hip pain on left side that at times radiates down into leg"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 11 months 23 days after insertion of essure, the patient experienced urticaria ("hives that occurred only on the front of my body from belly button to mid thighs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("vaginal itching"), vaginal discharge ("vaginal discharge"), acne ("acne"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), disturbance in attention ("difficulty concentrating and focusing"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant), physical therapy (unspecified) and physical therapy (unspecified). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, acne, urticaria, disturbance in attention, dyspareunia, fatigue and pain in extremity outcome was unknown and the vulvovaginal pruritus, vaginal discharge, vaginal haemorrhage, menorrhagia and arthralgia was resolving. The reporter considered acne, arthralgia, disturbance in attention, dyspareunia, fatigue, menorrhagia, pain in extremity, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: per mr: pfs: coils being seen on the left. The same procedure was carried out in the exact same fashion on thev right-hand side with 4 coils being seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones was described in patients medical record: vaginal discharge, urticaria." Most recent follow-up information incorporated above includes: on 18-jun-2018: this case is medically confirmed. Per pfs following events: vaginal haemorrhage (abnormal bleeding (vaginal/menorrhagia)), hives that occurred only on the front of my body from belly button to mid thighs, difficulty concentrating and focusing, dyspareunia (painful sexual intercourse), pain: hip pain on left side that at times radiates down into leg, fatigue were added. She was recovering from following events: abnormal bleeding, vaginal discharge, vaginal itching and hip pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. 958707, a20053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge, vaginal itching and dyspareunia. Concurrent conditions included femoral hernia, bacterial vaginosis, urinary incontinence, breast mass, migraine headache and upper respiratory infection. Concomitant products included oral contraceptive nos for birth control as well as fluoxetine. In 2012, the patient experienced pain ("pain: hip pain on left side that at times radiates down into leg") and arthralgia ("pain: hip pain on left side that at times radiates down into leg"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 11 months 23 days after insertion of essure, the patient experienced urticaria ("hives that occurred only on the front of my body from belly button to mid thighs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("vaginal itching"), vaginal discharge ("vaginal discharge"), acne ("acne"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), disturbance in attention ("difficulty concentrating and focusing"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant), physical therapy (unspecified) and physical therapy (unspecified). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, acne, urticaria, disturbance in attention, dyspareunia, fatigue and pain outcome was unknown and the vulvovaginal pruritus, vaginal discharge, vaginal haemorrhage, menorrhagia and arthralgia was resolving. The reporter considered acne, arthralgia, disturbance in attention, dyspareunia, fatigue, menorrhagia, pain, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: per mr: pfs: coils being seen on the left. The same procedure was carried out in the exact same fashion on thev right-hand side with 4 coils being seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal discharge and urticaria. Lot number: 958707 manufacture date: 2012/03 expiration date: 2015/03 , lot number: a20053 manufacture date: 2012/06 expiration date: 30/06/2015 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2018: update of quality-safety evaluation of product technical problem update ( second batch number added). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. 958707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge, vaginal itching and dyspareunia. Concurrent conditions included femoral hernia, bacterial vaginosis, urinary incontinence, breast mass, migraine headache and upper respiratory infection. Concomitant products included oral contraceptive nos for birth control as well as fluoxetine. In 2012, the patient experienced pain ("pain: hip pain on left side that at times radiates down into leg") and arthralgia ("pain: hip pain on left side that at times radiates down into leg"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 11 months 23 days after insertion of essure, the patient experienced urticaria ("hives that occurred only on the front of my body from belly button to mid thighs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("vaginal itching"), vaginal discharge ("vaginal discharge"), acne ("acne"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), disturbance in attention ("difficulty concentrating and focusing"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant), physical therapy (unspecified) and physical therapy (unspecified). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, acne, urticaria, disturbance in attention, dyspareunia, fatigue and pain outcome was unknown and the vulvovaginal pruritus, vaginal discharge, vaginal haemorrhage, menorrhagia and arthralgia was resolving. The reporter considered acne, arthralgia, disturbance in attention, dyspareunia, fatigue, menorrhagia, pain, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: per mr: pfs: coils being seen on the left. The same procedure was carried out in the exact same fashion on thev right-hand side with 4 coils being seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal discharge and urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("vaginal itching"), vaginal discharge ("vaginal discharge") and acne ("acne"). The patient was treated with surgery (remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pruritus, vaginal discharge and acne outcome was unknown. The reporter considered acne, pelvic pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.